Manufacturer narrative:
Concomitant products: 6949-58 lead implanted: (B)(6) 2005; 5076-45 lead implanted: (B)(6) 2005.

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation and diaphragmatic stimulation. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.